Event description:
It was reported that during patient use, a crack was found on the neck flange of a tracheostomy tube. The tube was then exchanged for a new device. There was no patient harm reported. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).the lot/serial number was not provided by the customer. Therefore a device manufacturing date is not available.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The manufacturing process was reviewed and found acceptable to identify the reported malfunction. Damage of this magnitude would have been identified during the manufacturing process.